Manufacturer narrative:
On (B)(6) 2015, the customer reported that on (B)(6) 2015, after a patient procedure was completed, the system was inoperable. The customer stated that the patient (male, age-unknown) was being evaluated for gun shot wounds and had died as a result of cardiac arrest from their injuries while on the philips ingenuity CT system. The customer confirmed that the patient death was not related to any malfunction of the CT system. The customer reported that due to the patient's injuries from the gun shots, a large amount of blood had leaked onto the system mylar ring and into the gantry. On 18-nov-2015, a philips field service engineer (fse) evaluated the CT system and confirmed that the gantry was not able to turn on after the incident because of blood contamination within the gantry. The fse cleaned the blood from the gantry and rebooted the system, however, the fse was unable to perform scans with the system. Further evaluation of the system by the fse determined that the next generation back projector (ngbp) within the common image reconstruction system (cirs) had failed. The fse replaced the ngbp within the cirs and then confirmed that the system was performing within philips recommended specifications before returning the system to normal clinical use to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on (B)(6) 2015, after a patient procedure was completed, the system was inoperable. The customer stated that the patient (male, age-unknown) was being evaluated for gun shot wounds. The patient had died as a result of cardiac arrest from his injuries while on the philips ingenuity CT system. The customer confirmed that the patient death was not related to any malfunction of the CT system.